Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820 lot# serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone, clonidine and bupivacaine for non-malignant pain. It was reported that the patient stated that for probably almost a month (2026-04-27) now they had been experiencing a lag when trying to connect to their pump. During radiation and during mris, they had to increase the bolus amount per day. The agent walked the patient through clearing data on the handset. The patient confirmed they were able to successfully connect to the pump. The agent reviewed with patient to close out of all applications after each bolus to prevent a force stop with app. The patient would monitor and call back if issue persisted. The troubleshooting steps that were taken on the call resolved the issue. It was reported that the patient was allowed 16 boluses a day.